Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, a 'system error 322' was observed. The cause was identified to be the out of adjustment lower link switch which requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.